Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k013227, k953101.

Event description:
It was reported that abutment loosened, 7 months after implantation, the patient felt tooth loosening and came to the clinic for re-examination. The abutment loosening was found. The abutment was removed and new abutment was placed. Tooth location # 15.

Manufacturer narrative:
One abut hex-lock 4.5mm imp 5 .5 flare (hla4/5) with crown and screw was returned for investigation. Visual evaluation of the as returned product identified that abutment fractured at the hex portion. No apparent malfunction with the screw. Functional testing could not be performed for abutment since the product was fractured, but could be performed for screw with in-house mating implant, no issue identified. Pre-existing conditions as noted on the per was type iii (low) bone density. The device was located on tooth site #15 (universal) for approximately 7 months. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019050217). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2019050217) was performed for similar event descriptions and no other complaints identified. Based on the available information, device malfunction (fracture abutment) did occur and the reported event was confirmed. However, other reported event loosening was non-verifiable with the information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Event description:
It was reported that new information received. Clinician confirmed that the patient went to the dental clinic because of the abutment loosen. After check, the doctor finds the abutment broken.